Manufacturer narrative:
Update: describe event or problem, init reporter sent to FDA complaint source(s). (B)(4).

Event description:
Voluntary medwatch/maude report list # mw5075592. It was further reported the physician was performing a right nephrostomy tube exchange on a pregnant patient. During removal the catheter broke off in the soft tissue. Multiple attempts were made to retrieve the fractured portion unsuccessfully. The tube was noted to be moving towards the skin which may make it easier to retrieve. The patient was given the option at that time to return to the operating room for retrieval but chose to wait. A new 10f tube was reinserted and sutured in place.

Manufacturer narrative:
(B)(6). Occupation: health professional. Occupation (other): interventional radiology tech. (B)(6). Occupation: physician. (B)(4).

Event description:
It was further reported the nephrostomy tube was being removed from the right kidney. The patient is post partum.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that during the exchange of a vtc nephrostomy catheter, the tip broke off and was left in the patient. There were complication and the patient was reported to be fine post procedure. Additional information has been requested but was unavailable at the time of this report.